Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. The reported event for malposition - valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation. No procedural imaging was available for review, the post operative day (pod) 2 images show an unstable 52mm evoque valve with significant rocking motion. The majority of device anchors appear in the right ventricle with loss of contact with the tricuspid valve annulus. The septal/anterior aspect(s) appear (>10 mm) from the tv annulus. Multiple pvl's are noted with competitive flow. Final pvl can be graded in the moderate range (qualitative assessment). Due to the lack of procedural images, a definitive root cause cannot be determined; however, most likely root cause includes loss of leaflet capture post deployment. Malposition events such as embolization may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), use factors and procedural factors. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 48mm procedure in tricuspid position by right femoral vein. It was reported that two days after the procedure, prior to discharge, a transthoracic echocardiogram revealed a highly mobile valve that appeared to be attached only laterally. No actions were taken. Patient is in stable condition.

Manufacturer narrative:
The following sections were updated/corrected/added: b3, b4, g3, g6, h2, h6, and h11: b3: event date: december 8, 2025. Additional information was received reported that the patient underwent surgery due to the migration of the valve. In addition, upon further review from physician the patient had the pe at the baseline and it was not caused by an edwards device. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: a3, a4, b4, b5, d4, g3, g6, h2, h4 and h11.

Event description:
Additional information received stated that at the end of the procedure, the evoque valve was stable, with no rocking motion and no pvl. There was a small pericardial effusion which was not present at baseline and the rv function showed severe dysfunction.

Manufacturer narrative:
Additional information provided that, following an internal imaging review, there is evidence of the 52 mm evoque valve embolizing into the right ventricle in the follow-up (pod2) transthoracic echo. Final pvl can be graded in the moderate range (qualitative assessment). The final transvalvular tr is graded as mild-moderate. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.